Event description:
During follow-up, high capture threshold and low sensing values were observed. Diagnostic imagining was performed and confirmed that the right atrial (ra) lead was dislodged. The lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold and p-wave amp variation. X-ray revealed the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the inner coil, helix could be extended and retracted. The full measured helix extension length was within specification. The reported events of threshold unacceptable and p-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.